Manufacturer narrative:
(B)(4). Event year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the gnat was found in the white outer shipper box of the six b5st devices? Or was the gnat found inside the packaged device itself (soft blister pack) of one device?

Event description:
It was reported that prior to any procedure, there was a gnat in box. As device was not used; there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/06/2017. D4: batch # p92d7w. Device analysis: the analysis results found that the b5st device was returned inside its package unopened. Upon visual inspection, foreign matter was noted to be inside and was an unknown foreign matter. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.